Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that boston scientific technical services was contacted due to an untreated episode of over-sensing from this subcutaneous implantable defibrillator (s-ICD) device. It was confirmed to be related to sense node b artifacts. Programming options and in-clinic provocative maneuvers were recommended. However, it was recently noted that an inappropriate shock had actually been delivered in 2023 at the time of the event, due to these over-sensed artifacts. It was stated that the s-ICD was reprogrammed to the secondary sensing vector to resolve the event and no additional adverse patient effects were reported. The s-ICD remains implanted and in-service.

Event description:
It was reported that boston scientific technical services was contacted due to an untreated episode of over-sensing from this subcutaneous implantable defibrillator (s-ICD) device. It was confirmed to be related to sense node b artifacts. Programming options and in-clinic provocative maneuvers were recommended. The s-ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. The event field for more information regarding the specific circumstances of this event.